Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose sensor was providing glucose readings in the dexcom app, but the ilet was not receiving values until the user was guided through the ilet menu to switch cgm sensor from g6 to g7 and start the sensor, after which glucose readings appeared on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose, no alerts or alarms on the ilet, and no need for medical attention or hospitalization. Investigation included remote troubleshooting and user education to reconfigure cgm settings on the ilet. Investigation of this case revealed that initial pairing and configuration for the g7 on the ilet were incomplete, and functionality was restored after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error.